Event description:
A caller reported encountering cgm error 42 with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for a pump reset and guided the caller through the process. After the reset, the error code was not displayed again, and the caller successfully started their sensor session.